Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose level up to 385 mg/dl; was able to get under control by herself. Caller alleges the pump does not deliver or delivers too low insulin. Caller stated the piston rod does not work correctly. No adverse event reported. Requested return of the alleged pump for evaluation.